Manufacturer narrative:
(B)(4). Date sent: 12/10/2025. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Additional information was requested, and the following was obtained: is the current patient status known? Unknown was there any patient consequence or change in the post-operative care of the patient as a result of the event? Unknown no lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a sleeve gastrectomy procedure with echelon300 and gst60g with seamgard on cartridge side only, it was observed that the device would not open when surgeon wanted to reposition on the stomach. Pressing the home button tried and the device failed to open , the manual override lever was activated and the device still would not open. They manually pulled the closing trigger apart, which worked and the jaws were opened and the device was removed from the patient. No staples were laid down and no tissue was cut as the gun was not fired. New device was opened and the case was completed successfully with a delay of five minutes. There was no patient consequence reported. No additional information provided.